Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their insulin pump. The pt's blood glucose level was at 70 mg/dl. The customer was assisted with rewinding and priming the insulin pump. The customer's insulin pump passed all test functions and works as designed. The customer was advised to monitor the pump and to call back if they had any future issues. No further info was provided.